Event description:
It was reported that bd posiflush¿ saline 10ml syringe plunger support is broken. No serious injury or medical intervention was reported.

Manufacturer narrative:
Investigation summary: two photos were received for evaluation. The syringe shown on the photo has no packaging flow wrap. It has the plunger rod-rubber stopper, the saline solution and the barrel label which confirms the lot # 8107666. The plunger rod is damaged on the top part where the thumb press is. The photo shows the plunger damaged, this type of damage most likely was induced by having the syringe misplaced on the flow wrapper. The sensor verifying the syringe is placed in the right position and was challenged. It passed at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. This is the 1st complaint for lot # 8107666 for this type of defect or symptom. There was no documentation for this type of defect during the entire production run of this batch.

Manufacturer narrative:
(B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd posiflush¿ saline 10ml syringe plunger support is broken. No serious injury or medical intervention was reported.